Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During preparation for impella implant, the automated impella controller (aic) had a purge disc issue. The aic was replaced successfully. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. Added d9 device return date.